Event description:
The pt rec'd an scs system on (B)(6) 2009. It was reported that the pt had not been using the system for a long time. It was allegedly stated that the programmer and charger will not locate the ipg. The pt admitted to be non-compliant when using his system and he will contact the doctor for a replacement. No other info is available at this time.

Manufacturer narrative:
This ipg serial number is associated with field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.